Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our united kingdom affiliate during a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 ultra resilia valve, there was resistance with insertion of the 29mm commander delivery system (ds) with valve into the 16f esheath+, and force was required to advance the valve through the sheath. The ds with valve exited the tip of the sheath and upon exiting a bent strut was observed. However, the valve was implanted in the intended position. The ds was removed from the sheath without issues. Following withdrawal, the tip of the sheath was distorted. The valve was deployed without impact to the patient, no injury was reported, and no aortic dissection was observed. The patient was reported as stable.